Event description:
It was reported that approximately 4 years post implantation of a left total hip arthroplasty, the patient was revised due to periprosthetic fracture. No additional information was available.

Manufacturer narrative:
(B)(4). D10: cat# 9655-13-650 lot# 9381618 depuy cemented cup. Cat# 00801803602 lot# 64482610 femoral head sterile. Cat# 00801102024 lot# 64563093 allen medullary cement plugs. G2: foreign: australia. Product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Proposed component code: mechanical (g04)- stem. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: periprosthetic fracture of the proximal left femur as noted. Per the instructions for use, it states not to use these products for other than labeled indications (off-label use). It was identified that zimmer biomet devices were implanted with competitor devices. Zimmer biomet has not confirmed the compatibility for these combinations of devices. It is unknown if these off-label usages may have caused or contributed to the reported events. A definitive root cause cannot be identified. This complaint was confirmed based on the provided mmi review. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.